Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using cold insulin in the cartridge. The customer was education on the proper load technique. Customer to replace supplies as necessary and resume insulin.